Manufacturer narrative:
The subject device has been returned to omsc for evaluation. In the evaluation, no abnormality such as buckling, scratch, smear or foreign material was found inside of the instrument channel and the suction channel. No smear, foreign material or scratch was found at the instrument channel port, the suction cylinder, and the distal end. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive continuously three times during routine surveillance culturing tests at the user facility. Microbes detected during the test were as follows. First test; air/water channel tested positive for unspecified bacteria. Second test; air/water channel tested positive for unspecified bacteria. Third test; air/water channel tested positive for bacillus. The numbers of the bacteria was not informed. The subject device had been reprocessed with a non-olympus automated endoscope reprocessor (johnson & johnson). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has been returned to omsc for evaluation. During the evaluation, followings were confirmed and the subject device was judged to need to be repaired. Insufficient angulation range for specification. Too much play in the angulation mechanism. Missing part of the glue on the both side of the bending rubber. Scratches on the insertion section. Followings were also confirmed on the subject device. Peeled paint on the air/water cylinder and the suction cylinder. Wear and tear on the rubber cover of the no.4 switch. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.